Event description:
A report was received that during a new ipg implant procedure, the patient's previously implanted leads displayed high impedance readings on multiple contacts. The physician decided to replace the leads. The physician noticed that one of the leads was damaged. The patient's new leads were reprogrammed and the patient is now receiving good stimulation coverage.

Manufacturer narrative:
Additional information was received that the explanted devices will not be returned as they were left at the hospital. It is indicated that the explanted devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved: reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 17489732.

Event description:
A report was received that during a new ipg implant procedure, the patient's previously implanted leads displayed high impedance readings on multiple contacts. The physician decided to replace the leads. The physician noticed that one of the leads was damaged. The patient's new leads were reprogrammed and the patient is now receiving good stimulation coverage.